Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the adhesive on a bending section cover had a chip. In addition to the adhesive on the objective lens peeling off, the evaluation findings are as follows: the bending section cover had a scratch, due to a crack on the distal end, water tightness was lost, due to wear of the angle wire, bending angle in the "up" direction does not meet standard value, due to damage on the charged coupled device, the image had white dots, the control unit had a scratch, switch (#1) had a scratch, the grip had a scratch, the universal cord had a scratch, the light guide cover glass had a scratch, the light guide connector had a scratch, the video connector had a scratch and crack and the video connector case had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had a hole in the rubber tip. There were no reports of patient harm. During evaluation, the adhesive part of the objective lens was found to be peeled off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.